Manufacturer narrative:
Additional information received indicates that the patient admitted to hospital in preparation for a driveline (dl) debridement surgery. The patient was started on intravenous vancomycin on (B)(6) 2016 and underwent successful debridement on (B)(6) 2016. The patient was transitioned to oral keflex discharged on (B)(6) 2016 on keflex. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that the patient's driveline (dl) exit site cultures were negative when he was admitted on (B)(6) 2015. The primary investigator reported that the event was related to the patient's condition and unrelated to the study device or procedure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a clinical study patient presented to infectious disease appointment with purulent drainage from his lvad driveline. Minimal erythema was noted at the site and minimal tenderness. The subject thinks he may have dropped controller box prior to onset of symptoms as he does not have a history of prior vad infections. Wound and blood culture were drawn finding wound cultures positive for coag-neg staph and corynebacterium spp. Inflammatory markers were not elevated. Blood cultures negative. Dressing changes were done daily and the patient was given bactrim on (B)(6) 2015 and cephalexin on (B)(6) 2015 for continued management. The patient was subsequently admitted from the clinic on (B)(6) 2015 with pain in his driveline site. This admission, he had been afebrile with no leukocytosis. Infectious disease was consulted and decided to start patient on vancomycin 1g IV daily for a 5 day course. He had a wound culture which showed 2+ gpc chains. Blood cultures from admission were negative. With suspicion of a fluid collection, a CT chest and abdomen was done which showed an increase in size of previously seen fluid collection adjacent to drive line within the anterior pericardial space. It was recommended to continue with IV vancomycin until discharge where he could be switched to oral antibiotics. A PICC line was considered but was not done due to history of alcohol abuse with last drink in (B)(6) 2015 and there was no need if he was going to be switched to oral antibiotics on discharge. He continued to do well during this admission. He was sent home on oral doxycycline 100mg bid and po keflex 500mg tid for antibiotic coverage and will follow up in vad clinic. The patient continued to receive oral keflex and doxycycline as ordered through (B)(6) 2015.  On (B)(6) 2016, keflex was stopped but doxycycline continued. The patient was admitted on (B)(6) 2016 for a chronic driveline infection. He was given IV vanco and bactrim ds. Patient was discharged on (B)(6) 2016 and will be monitored at vad clinic visits.